Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that the device failed to alarm for air in line despite air being evident in chamber. The IV fluid line was connected to a burette with a closed valve and approximately 100ml of fluid in the chamber. Air in line was noted intermittently through the tubing, although the pump did not alarm. There was patient involvement but harm is unknown.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation and d16 - conclusion not yet available. Correction: medical device catalog#, unique identifier (UDI)#, medical device serial#, concomitant med prod data, device manufacture date. Additional information: imdrf annex a, g, b, c and d. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the device failed to alarm for air in line despite air being evident in chamber. The IV fluid line was connected to a burette with a closed valve and approximately 100ml of fluid in the chamber. Air in line was noted intermittently through the tubing, although the pump did not alarm. There was patient involvement but no harm is reported.